Event description:
The patient claimed that the down buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation with the following findings:testing confirmed intermittent responses to button presses on the down arrow button. Multiple button presses requiring increasing force are required before the down arrow button will engage. Removed keypad cover to check condition of the button contacts. Contamination was present under the contacts of all buttons. Confirmed the symbols on the keypad are worn off. Unable to read symbols on keypad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.